Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued. The customer's blood glucose level was 167 mg/dl. Reportedly, the customer observed a visible crack/damage to the cartridge. A cartridge change was performed and the customer successfully resumed insulin deliveries.